Event description:
The patient reported feeling nauseated and having headaches with black out/passing out spells, and that "I have reverse polarity on my lead" and "I have a crazy lead." The patient also noted that the lead was compromised. Follow-up with the physician¿s office did not yield any additional relevant information. Both the atrial and rv (right ventricular) leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2011. (B)(4).